Event description:
Pt experienced a left proximal humerus three-part fracture and was implanted with a 3.5mm lcp proximal humerus plate in (B)(6) 2011. The surgeon thought there was an impingement with the plate and returned the pt to the operating room for removal. All hardware was removed and nothing was replaced as pt was fully healed.

Manufacturer narrative:
Review of mfg records found no complaint-related issues.